Manufacturer narrative:
The product representative and the responsible corporate trainer for that representative were immediately reminded that a compression garment should not be used under the appliance of a compression therapy pump.

Event description:
The patient's wife reported that patient developed ulcers in the area of both of his achilles tendons about 2" above his ankles and suggested that it may have been the result of his wearing the manufacturer's inflatable leg appliance over a compression compression wrap garment.